Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a loose wire was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument was found to have a loose wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The instrument was grasping myoma when loose wire was noted. One cable was noted to be protruding from the distal end of instrument. No fragment fell into patient.